Manufacturer narrative:
Event date. Date of event the exact date of the event is unknown. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery because the of an inflation issue and the device was not performing as expected. During the procedure the pump was repositioned, and the reservoir was replaced. No further information was provided.